Event description:
Return reason: open circuit. Analysis determined: investigation found that the thermistor wire became detached from wire leads within thermistor casing causing an unstable reading. Unit was used in vivo. This was not determined until analysis was completed. No further info is available on the pt's status. Remedial action taken: production specifications for thermistor placement within the port have been revised to alleviate this type of failure. Both the frequency and severity of this type of incident will be closely monitored to determine if further remedial action is necessary.